Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Additional information: returned product narrative.

Event description:
Related manufacturer reference number: 2017865-2020-04599, 2017865-2020-04600, 2017865-2020-04601. New information received notes the right atrial lead, right ventricular lead, and left ventricular lead were also explanted for capture anomalies.

Manufacturer narrative:
As received, an implantable cardioverter defibrillator was returned above normal elective replacement indicator. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with an unspecified infection. There is no known allegation from a health professional that suggests the infection was related to the biventricular implantable cardioverter defibrillator system. The physician prophylactically explanted the system, in particular the implantable cardioverter defibrillator. The patient was recovering post-procedure.